Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was 375 mg/dl. The customer stated that they did not disconnect from the insulin pump while the priming process was performed. The customer stated that they had high blood glucose and though a little extra insulin would not hurt, and that's why they did not disconnect. The drive support cap was protruded. The customer had not pressed the cap while they were connected to the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).